Event description:
The reporter stated that the surgeon was using a 21.5 three piece collamer lens with a msi-pm injector, and the haptics tore off of the lens during insertion. The surgeon enlarged the incision to remove the lens and attempted another same model lens. This is one of two incidents that occurred to this patient. See manufacturer report 2023826-2007-01242 & 2023826-2007-01243 for the other incident. A third cq lens was successfully implanted by doctor hand rotating lens to implant it. A suture was used to close the incision.

Manufacturer narrative:
The injector was not returned for evaluation; however, the lens and cartridge were received. A visual inspection of the lens shows a tear in the optic near a haptic. There is clear surgical residue on the lens. A visual inspection of the cartridge shows no visible damage. There is clear surgical residue on the cartridge.